Event description:
It was reported that a few weeks after pacemaker implant, the rv lead pacing threshold increased. The output was programmed to 5 v but then phrenic stimulation occurred. Impedance and sensing values were in the normal range. It was reported that "after rx control, the physician suspected migration of the lead thru the ventricular wall". The lead was explanted and replaced. After extraction, blood was noticed inside the lead insulation. During the extraction, it was reported the lead didn't show any visible damage. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed. The outer insulation was breached cut. Blood/body fluid was present on all conductors. Due to the large amount of blood in the lead, damage more than likely occurred at implant.